Event description:
The day before, the pt experienced a return of symptoms along with pain in the groin and hip area (implant site) and down the leg. When she checked the device with the pt programmer, only the programmer 9v battery light was on. The pt believed the ins was off, as she could not feel stimulation. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4)